Manufacturer narrative:
H3: analysis visually, the c-clip contact was not exposed/flush with the inside diameter of the clip body when returned. The contact was recessed inside the clip body by 0.04 inches (from the clip opening to the distal tip of the contact). Electrically, for further analysis, the resistance shall be less than 25 ohms end to end and the actual measurement was 11.6 ohms which was in specification. A review of the global complaint data showed eight similar complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously added imdrf annex codes b01, c07 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no noticeable damage on the product or its package. During thyroid surgery, user tried to use aps electrode initially and it didn¿t stimulate, work. The customer mentioned that the metal tip of the electrode seems not be in place. The procedure was completed with backup product. There was no patient impact.